Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had unexpected restart. The customer¿s blood glucose was 128 mg/dl. The customer stated that they were able to clear the alarm. Customer stated that they were able to complete rewind. The troubleshooting was performed and customer also stated that they did not received another unexpected restart alarm after battery change. Customer also stated that unexpected restart alarm occurred shortly after inserting a new battery. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and a21 error test. No unexpected a21 alarm noted.